Event description:
Patient was revised (B)(6) 2012 to address a fractured tibia bone and loosening of the tibial tray. Infection was also found. On (B)(6) 2012, as part of the treatment for infection, the patella and femoral component were removed. It was reported that the patient fell.

Manufacturer narrative:
Examination of the submitted product did not reveal any manufacturing defects. The investigation could not confirm or draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.